Event description:
A patient reported via manufacturer representative that they were unable to establish a connection with their implantable neurostimulator (ins) using their recharger. The antenna locate (al) feature was used on the recharger and the patient was only able to get two coupling bars temporarily. It was also reported that the battery pocket was loose and the ins would move around freely. The patient¿s healthcare provider (hcp) sent them for x-rays. No actions/interventions were taken to resolve the issue. Additional information received on (B)(6) 2016 reported that the patient had an appointment with their hcp scheduled for (B)(6) 2016 to go over the x-ray results. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.